Event description:
Health professional reported a left side rupture and capsular contracture, baker grade IV. Healthcare professional additionally reported pain. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 24/jan/2011. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture, bilateral capsular contracture, and bilateral pain".

Event description:
Health professional reported a left side rupture and capsular contracture, baker grade IV. Healthcare professional additionally reported pain. Device has been explanted.